Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw cross threaded with the bone screw. Both the set screw and bone screw were removed. A new screw was implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4). The screw has been returned to the manufacturer for evaluation. Macroscopic and optical examination revealed thread crest and flank damage, with the initial of the portion of the set screw thread broken off. This damage appears to have initiated at the start of the thread, and is noted on both the returned set screw and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. A review of the device history records did not identify any applicable nonconformance to specification.